Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy. Visual analysis of device: red particles on the surface of the shell, opening.

Event description:
Healthcare professional reported left side "rupture", "presence of ectopic, periprosthetic silicone, in axillary lymphadenopathy and left internal mammary chain". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d4 d9 g2 h3 h6. Corrected reason for reoperation is: "rupture," "presence of ectopic, periprosthetic silicone, in axillary lymphadenopathy and left internal mammary chain." A visual analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on posterior of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "rupture," "presence of ectopic, periprosthetic silicone, in axillary lymphadenopathy and left internal mammary chain." Device has been explanted and replaced.